Manufacturer narrative:
The returned iol was received cut in pieces across the optic precluding measurement of the diopter . The diopter result for the serial number affected was reviewed in the batch records and the result shows that the lens was manufactured as an 18.0 diopter as labeled. A manufacturing record review was performed and met all manufacturing specifications. Our investigation revealed no product deficiency suggesting the lens was not the cause of this event. The multifocal lens was exchanged for a monofocal lens, no patient injury. All available information is included in this report.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was not received for analysis. The lens met all manufacturing specifications prior to release. The cause of this event has not yet been determined. All information available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Date of this event field corrected to (B)(6) 2011

Manufacturer narrative:
Corrected date of event to (B)(6) 2011 . All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
A surgeon reported the multifocal intraocular lens was explanted without complication 1 month after initial implant. Reason stated was the patient's blurred vision.